Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was "the coil was trying to be filling in the target side, the size did not fit, and when an attempt was made to retrieve the coil, it got prematurely detached within the microcatheter. It was removed with the entire microcatheter and replaced with a new one". It was also reported was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported event.

Event description:
It was reported that during the procedure the coil (subject device) detached prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.